Manufacturer narrative:
Other text: d4: expiration date unknown. H4: device manufacture date unknown. No product was returned. Therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. If the device becomes available, ICU medical will re-open the complaint file and submit a supplemental MDR as necessary in accordance with 21 cfr 803.56.

Event description:
It was reported the disposable still had about a half bag of the drug left in it, so the patient did not receive all of the dose. The staff is unsure if the pump alarmed for the patient at home. Air detector and upstream sensor was off. Length of infusion was 144 hour. Pump was not used to prime the extension tubing. No patient injury. No additional information available.